Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was doing well at the time of the report. The lead was not going to be returned for analysis.

Event description:
It was reported the patient has pain in the right flank rib and the patient¿s health care provider (hcp) ¿wonders if the lead is cause the pain¿. The patient met with their surgeon who decided to replace the lead. The hcp thought the original lead was too big for the patient¿s epidural space and was most likely causing the rib pain. All impedances were within normal limits prior and patient was getting stimulation in the correct places prior to surgery. No patient outcome was provided however additional information has been requested and if received a follow-up report will be sent.